Event description:
A customer reported receiving erratic readings on their blood glucose meter within 10 mins. Results of 374 mg/dl, 215 mg/dl and 94 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer returned the meter (B) (4). The precision reading complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. The following readings received within ten mins were found in the meter memory log: reading: 394 mg/dl time: 17:30 h, reading: 275 mg/dl time: 17:31 h, reading: 110 mg/dl time: 17:33h.